Manufacturer narrative:
Submit date 3/13/2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found the unit turned on and off by itself . The unit has been repaired, and recertified per procedure. The unit was restored to proper operation.

Event description:
The customer reports the unit is alarming. Service found that the unit powered itself on and off.